Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The conclusion was that problem was solved by reset the connection of pressure transducer printed circuit board and cleaning the inspiratory section. No parts has been replaced. The device logs were not received. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).